Manufacturer narrative:
The device in question, the suction coagulator, foot control, 10 french, 6" (152mm), monopolar, single use; sterile, is designed to provide coagulation therapeutic energy to tissue, and, suction to aspirate blood, coagulum and small bits of tissue debris from the surgical site. A certificate of conformance on file showing the device was received from modern medical equipment mfg. Ltd, showing that the devices were in conformance on receipt from the manufacturer. A review of the documents from the packaging DHR/lhr, device history record/lot history record, for lot 13ghl003 has verified the devices were packaged according to current and approved procedures and material specifications. A non-conformance report regarding a labeling issue was included and corrections were made prior to releasing the devices. The complaint device (suction coagulator) is being held by the end-user facility and was not made available for evaluation. Digital pictures of the "charred end" of the device and the charred nasal cannula oxygen tubing were sent to conmed to assist in our evaluation. The complaint failure mode was confirmed based on the pictures provided by the end-user. The procedure being performed at the end-user facility was a tonsillectomy and adenoidectomy. The oxygen delivery system during the procedure was an uncuffed rae (ring, adair and elwyn) ett (endotracheal tube). This choice for the oxygen delivery system would set-up an oxygen-rich environment at the surgical site. This would present an unsafe environment to operate an electrosurgical active electrode (suction coagulator) within. Usually the safest delivery of oxygen to a patient, when electrosurgery is being performed in this area, is done through a cuffed endotracheal tube to keep the oxygen and anesthetic gases away from the surgical site. The oxygen, along with flammable anesthetic gases if utilized, could leak around the uncuffed endotracheal tube and create an oxygen-rich environment with possible flammable anesthetic gases at the surgical site. Activation of the electrosurgical active electrode (suction coagulator) could result in the reported "flames" at the surgical site if within an oxygen-rich environment and/or in the presence of flammable anesthetic gases. The conmed excaliber plus pc electrosurgical unit operator's manual states under section 1.1, cautions that, "safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important for the instructions supplied with this equipment be read, understood, and followed in order to ensure the safe and effective use of this equipment." The IFU, instructions for use, for the suction coagulator states in the contraindications section that, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments." The operating manual for the esu also states in section 1.1.2, caution for patient preparation: "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site, whether they are present in the form of an anesthetic, life support, skin preparation agent, or are produced by natural processes within body cavities, or originate in surgical drapes, tracheal tubes, or other materials." This incident may have resulted from the end-user of the device not fully following both the IFU for the suction coagulator and the operating manual of the esu and operating the device within an oxygen-rich environment. Per the (B)(6), association of perioperative registered nurses, perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation vi, states, "the active electrode should be used in a manner that minimizes the potential for injury." Paragraph 10 cautions that, "the active electrode should not be used in an oxygen-enriched environment. Caution should be exercised during surgery on the head and neck near combustible anesthetic gases. The active electrode should be used as far from the oxygen source as possible. ... Fires, including airway fires, have resulted from the active electrode sparking in the presence of concentrated oxygen." Without the evaluation of the actual unit utilized in the event, the reported incident root cause remains inconclusive. The complaint investigation has not identified a manufacturing defect; therefore, no corrective action is warranted at this time. Conmed is considering this complaint closed. Corrected data: the initial report of this incident listed conmed electrosurgery as the manufacturer of this device. Conmed only repackages the device. The device is manufactured by modern medical equipment mfg., ltd. Device not returned - held by risk management.

Event description:
It was reported to conmed that, "suction coagulator 130187 - flames noted by the surgeon in the nasopharynx." Conmed's received the end-user submitted (B)(6) report ((B)(6)) received by conmed on (B)(4) 2014. The adverse incident report reads, " (B)(6) child was scheduled for elective grommets+myringotomy+eua pns +/- adenoidectomy. Pmh mild asthma. One uneventful anaesthetic for tonsillectomy + adenoidectomy. Uneventful anaesthetic this time as well until there was transient flames noted by the surgeon in the nasopharynx. Oxygenation and airway pressures maintained. Cold packs applied to the burnt area. Dexamethasone was already given. Haemodynamically stable. Aod was informed. ICU consultant attended. (B)(6) contacted. Details of injury: burn. Actions taken: to continue with ventilation and sedation. To wait for the (B)(6) team for transfer to (B)(6). IV fluids and antibiotic given. Re-examined by consultant ent surgeon and appropriate pictures taken. Ett was changed to cuffed ett over gum elastic bougie. Uneventful exchange of ett. Orogastric tube passed. Position checked by xray. Device quarantined by theatres for investigation. Conmed engineer was requested to inspect the diathermy unit involved in this incident (to mitigate the risk of using other excaliber plus diathermy devices in the trust).

Manufacturer narrative:
The device related to this incident suction coagulator, catalog number 130187, lot number 13ghl003, has been quarantined and is being held by the end-user, (B)(6) for their own internal investigation. On completion of conmed's quality engineering investigation of this reported incident, a supplemental report will be filed. This medwatch is associated with medwatch 1720159-2014-00021 being filed for the electrosurgical generator utilized in the incident. Device being held by end-user facility.